Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion and exposure, vaginal discharge, odor, urinary urgency and an open incision. Excisions of the mesh were performed.